Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a stripe on image was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the following led to the malfunction: universal cord malfunction causes the image to be abnormal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.